Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that blood urea nitrogen (bun) and creatinine (cre) calibrations failed on the unicel dxc 800 synchron system. Customer also stated that the modular chemistry (mc) probe was leaking and that three erroneous results were generated. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, during which customer found that the probe fitting and mc sample probe were securely in place. Customer also primed the mc probe and found that there was no vacuum at the collar wash. On the following day, the field service engineer (fse) inspected the instrument and found a clot in the wash collar probe. After removing the clot, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that results were reported outside the laboratory, but did not state that patient treatment was affected or that instrument operators were harmed. The cts asked customer to provide patient data, and customer requested a call back. Beckman coulter, inc. Quality assurance representatives made multiple attempts to retrieve data, but customer could not provide information and/or did not respond to the requests.